Event description:
There was an allegation of error messages, an incorrect date, and low results from coaguchek xs meter serial number (B)(4). The customer could not remember specific date of the event other than "it was a long time ago". The customer could not remember specific results. He alleged the result from the meter was low (below 2.0 inr) and a repeat test was inside his therapeutic range of 2.5-3.5 inr. The customer tests once a month.

Manufacturer narrative:
The customer purchased the meter and strips from amazon. Products should only be purchased from approved distributors. The customer was assisted with setting up the meter and setting the date/time. The customer had received an error 4. Per product labeling: the test strip is unusable. Turn the meter off, remove the test strip, and then re-insert it. If the error message reappears, discard the unusable test strip and use a new one. The customer noticed the cover was not on the vial. Therefore, the strips had been exposed to air. Per product labeling for the test strips: the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician. The products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.